Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Product code and lot number implanted during initial surgery in 2012? Were any concomitant procedures/other device implantation performed? Other relevant patient medical history/concomitant medications? Onset date/time of the pain from initial surgery? Location and character of the pain? What medical intervention was given for the pain management? What is a reason for partial mesh removal? Surgical findings of the mesh removal procedure? Histopathology results? Was any deficiency or anomaly of the mesh observed? If yes, please describe it. Will the mesh be returned? If yes, please provide a return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Have the pain resolved after partial mesh removal?

Event description:
It was reported that the patient underwent a laparoscopic sacrocolpopexy in 2012 and the unknown mesh was implanted. The patient presented with pain which occurred specifically with intercourse. The uncomplicated partial removal of the mesh at the vaginal vault was performed laparoscopically. The mesh was sent for histopathology. Additional information has been requested.